Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated event due to noise oversensing, and the next day delivered inappropriate therapy due to the same issue. The noise was able to be reproduced in secondary vector configuration, and the s-ICD was reprogrammed to primary vector subsequently. No noise was reproduced after this change. Technical services reviewed the case and indicated that the noise could potentially be related to a fracture with the implantable electrode. X-rays were recommended to verify the integrity of the system. Eventually, this s-ICD was explanted and replaced due to the previously reported allegations. This product is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this subcutaneous implantable cardioverter defibrillator (s-ICD) was thoroughly inspected and analyzed. Visual inspection found no anomalies. A review of the device memory revealed no recorded system errors or resets. The device was put through and passed the returned products test, which involves a series of automated diagnostic testing that verifies the performance of sensing, shocking and recording functions of the device commensurate with battery voltage. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated event due to noise oversensing, and the next day delivered inappropriate therapy due to the same issue. The noise was able to be reproduced in secondary vector configuration, and the s-ICD was reprogrammed to primary vector subsequently. No noise was reproduced after this change. Technical services reviewed the case and indicated that the noise could potentially be related to a fracture with the implantable electrode. X-rays were recommended to verify the integrity of the system. Eventually, this s-ICD was explanted and replaced due to the previously reported allegations. This product was returned for analysis and no additional adverse patient effects were reported.